Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd facscanto¿ ii wet cart was spraying sheath outside of the instrument. There was no user impact. The following information was provided by the initial reporter: it was reported by the customer that the wet cart is leaking. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of fluid under pressure? Yes, sheath from the back of the wetcart. What was the fluid that leaked? Non biohazard. Did biohazard leak before or after waste line? Unknown. Was the waste mixed with decontaminate/bleach? No. Was the customer/ bd personnel physically in contact with the fluid? Yes. Where did the physical contact of fluid occur? On the lab floor. What personal protective equipment (ppe) was being used during the occurrence? Gloves and goggles. Was there any impact to patient samples due to leak? No. Was customer/ bd personnel harmed/ injured? No. What is the current medical status? N/a.

Manufacturer narrative:
H6: investigation summary: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962 and serial # (B)(6). Problem statement: customer reported a complaint on a spray of fluid under pressure, not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date ranges from 21jul2020 to 21jul2021. Complaint trend: there are 8 complaints related to the issue of spray fluid not contained within the instrument; date ranges from 21jul2020 to 21jul2021. Manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the spray of fluid not contained within the instrument was due to a worn check valve. Check valves are connected to the waste tubing to prevent contamination from backflow. The customer initially submitted a complaint regarding a wet cart leakage and requested for a fse (field service engineer) to come onsite to assist with the repair. The fse confirmed the issue and found that it was due to a worn red check valve. They then replaced the check valve, performed a fluidics startup, and verified the instrument¿s alignment. After the repair the instrument was tested with a cst performance check and confirmed to be performing as expected. No parts were requested for evaluation as the replaced part is not returnable and was discarded. While there was a spray of fluid not contained within the instrument, the spray would not have been under enough pressure to significantly increase the risk of exposure to the customer. Additionally, the leaked fluid was sheath, and thus did not pose a risk of contamination upon skin contact. The customer confirmed that they had come in contact with the leakage on the lab floor, but they had been wearing proper ppe including gloves and goggles, and were not harmed in any way during the incident. This instrument was not being used for clinical treatment at the time of the incident so no patients were affected due to any results gathered. The safety risk is limited, s2, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2012. Defective part number: 334044 - check valve waste. Work order notes: subject: wet cart is leaking. Description: wet cart is leaking. Work performed: the red check valve in wetcart was broken, replaced the check valve, performed fluidics startup. Verified alignment. Ran cst performance check. Cause: red check valve in wetcart broke. Solution: after replacing the check valve, canto is performing within spec. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part # (B)(4), rev. 01/vers. A, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. No new hazards have been identified and the current mitigation is sufficient. The severity rating in this file is ¿8¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in (B)(4) rev. 12/vers. J whereby the leakage was obvious or indicated by additional (warning) information and hence the impact to the customer is negligible to none. The current mitigations are adequate with rpn under acceptable range. Hazard(s) identified? Yes/no? Item: 4. Quick disconnect. Function: 4.1 connects tubing to filters and fluid tanks. Potential failure mode: 4.1.2 not connected. Potential effect(s) of failure: 4.1.2.1 sheath line not connected to instrument or wet cart. Potential cause(s)/ mechanism(s) of failure: pressure build-up in line to sheath pump. Line pops off pump and leaks fluid inside wet cart. Current controls: user observation of leak. Recommended actions: 1. Install bypass regulator to limit pressure 2. Replace knf pump by hargraves pump severity: 8. Occurrence: 4. Detection: 1. Rpn: 54. Item: 23. Valves. Function: 23.1 block, pass, or direct fluids. Potential failure mode: 23.1.1 valve leaks. Potential effect(s) of failure: 23.1.1.1 fluidics mode operates incorrectly, degradation of performance. Potential cause(s)/ mechanism(s) of failure: 23.1.1.1.1 stuck valve or debris or saline buildup. Current controls: di rinse daily. Severity: 5. Occurrence: 7. Detection: 1. Rpn: 35. Mitigation(s) sufficient? Yes/no? Root cause: based on the investigation results the root cause of the spray of fluid under pressure was due to a worn check valve. Conclusion: based on the investigation results the root cause of the spray of fluid under pressure was due to a worn check valve. The fse confirmed the issue and found that it was due to a worn red check valve. The fse replaced the check valve, performed fluidics startup, verified that the instrument was aligned properly, and ran a cst performance check. After the repair the instrument was functioning as expected with no further leakages. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is limited, s2, and there was no impact to customer health or safety. H3 other text : see h10.

Event description:
It was reported that the bd facscanto¿ ii wet cart was spraying sheath outside of the instrument. There was no user impact. The following information was provided by the initial reporter: it was reported by the customer that the wet cart is leaking. 1. Was the leak liquid or air? Liquid. 2. Was the leak contained within the instrument? Not contained. 3. Was there spray of fluid under pressure? Yes, sheath from the back of the wetcart. 4. What was the fluid that leaked? Non biohazard. 5. Did biohazard leak before or after waste line? Unknown. 6. Was the waste mixed with decontaminate/bleach? No. 7. Was the customer/ bd personnel physically in contact with the fluid? Yes. 8. Where did the physical contact of fluid occur? On the lab floor. 9. What personal protective equipment (ppe) was being used during the occurrence? Gloves and goggles. 10. Was there any impact to patient samples due to leak? No. 11. Was customer/ bd personnel harmed/ injured? No. 12. What is the current medical status? N/a.